Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note: device used in repair of the disruption: pxc121200/6971440. According to the instructions for use, the gore excluder aaa endoprosthesis is intended to exclude an aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy.

Event description:
On (B) (6) 2010, this pt underwent endovascular repair of an aneurysm of the ascending thoracic aorta using gore tag thoracic endoprostheses. Removal of the 22fr gore introducer sheath with silicone pinch valve resulted in traumatic disruption of the left external iliac artery. A contralateral leg component was used to repair the traumatic disruption. Blood loss was less than 1 liter. On (B) (6) 2010, the pt underwent open surgery due to bleeding from the anastomosis between the contralateral leg component and the external iliac artery. The contralateral leg component was explanted and replaced with vascular graft. The pt tolerated the procedure.